Event description:
A falsely elevated troponin I result of 2.37 ng/ml was obtained on a patient sample. The result was reported to the physician who questioned the result. The original sample was retested on an alternate analyzer and a result of 0.36 ng/ml was obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was user error. The operator accepted a failed calibration and tested patients when quality control values were out of range.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the treatment and instrument data indicate that the cause for the falsely elevated troponin I result was user error. The operator accepted a failed calibration and tested patients when quality control values were out of range. The instrument is performing within specifications.